Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient experienced pain at the ipg site. Patient underwent surgical intervention on (B)(6) 2024 during which the ipg site was repositioned to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.